Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information received confirmed there is no rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, fluid collection, and axillary lymph node enlargement. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reports right side "pain and swelling". Additionally, patient reports "fluid collection, axillary lymph node enlargement, suspected breast bag rupture". The device remains implanted.